Event description:
The customer reports that the CT exam arrives in the mr exam that is currently displayed. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. A follow-up report will be filed when the investigation has been completed. (B) (4).